Event description:
During an implantation procedure, the defibrillation lead could reportedly not be connected to the subject defibrillator. According to the physician, the setscrew was turning endlessly, without any clicks forms the screwdriver. After several tests, the defibrillator was replaced, and the lead was connected successfully. After the implantation, the physician was successfully able to use the screwdriver of the second defibrillator in the subject defibrillator.

Event description:
During an implantation procedure, the defibrillation lead could reportedly not be connected to the subject defibrillator. According to the physician, the setscrew was turing endlessly, without ny clicks forms the screwdriver. After several tests, the defibrillator was replaced, and the lead was connected successfully. After the implantation,the physician was successfully able to use the screwdriver of the second defibrillator in the subject defibrillator.